Event description:
Problems with left knee gen ii left total knee with 24-hour pain, instability since implantation. As time has gone on, it has gotten worse. Doctor does not want to perform a revision due to other existing medical conditions.